Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: possible/due to pregnancies'), abortion spontaneous ('pregnancies: with complication'), pregnancy with contraceptive device ('pregnancies:with complication'), pelvic pain ('pain: chronic pain') and genital haemorrhage ('general abnormal bleeding, excessive bleeding') in a 32-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included parity ((B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2007, (B)(6) 2010) and multi gravida. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), 18 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines/headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gait disturbance ("limping on right leg") and cystitis ("infection (other) describe: bladder"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, menorrhagia, migraine, gait disturbance, dyspareunia, alopecia and cystitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, cystitis, device dislocation, dyspareunia, gait disturbance, genital haemorrhage, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details, specify- two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant . Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding pregnancies: miscarriage ¿ 2014 and the other case is captured in the case number # (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc: product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: possible/due to pregnancies'), abortion spontaneous ('pregnancies: with complication'), pregnancy with contraceptive device ('pregnancies:with complication'), pelvic pain ('pain: chronic pain') and genital haemorrhage ('general abnormal bleeding, excessive bleeding') in a 32-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included para ((B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2007, (B)(6) 2010) and multi gravida. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), 18 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines/headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gait disturbance ("limping on right leg") and cystitis ("infection (other) describe: bladder"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, menorrhagia, migraine, gait disturbance, dyspareunia, alopecia and cystitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, cystitis, device dislocation, dyspareunia, gait disturbance, genital haemorrhage, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant . Essure confirmation test was also performed. Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding . Insertion details, specify- two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Pregnancies: miscarriage ¿ 2014 and the other case is captured in the case number # (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received-lot number was added, new event dyspareunia, hair loss, bladder infection pregnancy with essure, miscarriage & device ineffective, migration were added, reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: possible/due to pregnancies'), pelvic pain ('pain: chronic pain/right lower pelvic pain') and abortion spontaneous ('pregnancies: with complication') in a 32-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included parity ((B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2007, (B)(6) 2010), multi gravida, chest pain, diarrhea, bloating, right lower quadrant pain and abdominal pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding, excessive bleeding"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies:with complication"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), gait disturbance ("limping on right leg"), cystitis ("infection (other) describe: bladder / infection (bladder/urinary tract/vaginal) - type:"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems - type:"), eye disorder ("vision/eye problems - type:"), dermatitis allergic ("rashes or skin conditions - type:"), fatigue ("fatigue"), back pain ("back pain") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010). At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, gait disturbance, dyspareunia, alopecia, cystitis, vaginal haemorrhage, vaginal discharge, tooth disorder, visual impairment, eye disorder, dermatitis allergic, fatigue, back pain, pain in extremity and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, back pain, cystitis, dermatitis allergic, device dislocation, dyspareunia, eye disorder, fatigue, gait disturbance, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Insertion details, specify- two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant . Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding pregnancies: miscarriage ¿ 2014 and the other case is captured in the case number # (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded); on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no spillage into the peritoneal cavity is demonstrated; in 2012: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received. Reporter information, lab data added. Event: weight gain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and gait disturbance ("limping on right leg"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine and gait disturbance outcome was unknown. The reporter considered gait disturbance, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant. Essure confirmation test was also performed. Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated.. Event: injury nos was updated to chronic pain: pelvic. New events: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migraine, limping on right leg were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), device dislocation ('migration of essure device location of device: possible/due to pregnancies'), pelvic pain ('pain: chronic pain/right lower pelvic pain') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included parity ((B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2007, (B)(6) 2010), multi gravida, chest pain, diarrhea, bloating, right lower quadrant pain, abdominal pain, ovarian neoplasm and ovarian cyst. Concomitant products included oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding, excessive bleeding"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches passing out"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/heavy cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced cystitis ("infection (other) describe: bladder / infection (bladder/urinary tract/vaginal) - type:") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder uti"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies: (stillbirth or miscarriage)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gait disturbance ("limping on right leg"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems - type:"), eye disorder ("vision/eye problems - type:"), dermatitis allergic ("rashes or skin conditions - type:"), fatigue ("fatigue"), back pain ("back pain"), pain in extremity ("legs pain") and abdominal distension ("bloated"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010 and salpingo-oophorectomy left). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, migraine, gait disturbance, dyspareunia, alopecia, cystitis, vaginal haemorrhage, vaginal discharge, tooth disorder, visual impairment, eye disorder, dermatitis allergic, fatigue, back pain, pain in extremity, weight increased, urinary tract infection, bipolar disorder and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, alopecia, back pain, bipolar disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, eye disorder, fatigue, gait disturbance, genital haemorrhage, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, salpingitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Insertion details, specify- two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant . Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding pregnancies: miscarriage ¿ 2014 and the other case is captured in the case number # (B)(4). Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in date of removal and device removal tab. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded); on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no spillage into the peritoneal cavity is demonstrated; in 2012: unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2010: left ovary and fallopian tube, salpingo-oophorectomy: mucinous borderline tumor, intestinal type. Tumor confined to the ovary with no surface involvement. No invasive carcinoma identified. Acute and chronic salpingitis. Lot number: 787009 manufacturing date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received-new event chronic salpingitis were added. New reporter, lab data, medical history, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), device dislocation ('migration of essure device location of device: possible/due to pregnancies'), pelvic pain ('pain: chronic pain/right lower pelvic pain') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included parity ((B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2007, (B)(6) 2010), multi gravida, chest pain, diarrhea, bloating, right lower quadrant pain, abdominal pain, ovarian neoplasm and ovarian cyst. Concomitant products included oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding, excessive bleeding"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches passing out"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/heavy cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced cystitis ("infection (other) describe: bladder / infection (bladder/urinary tract/vaginal) - type:") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder uti"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies: (stillbirth or miscarriage)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gait disturbance ("limping on right leg"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems - type:"), eye disorder ("vision/eye problems - type:"), dermatitis allergic ("rashes or skin conditions - type:"), fatigue ("fatigue"), back pain ("back pain"), pain in extremity ("legs pain") and abdominal distension ("bloated"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010 and salpingo-oophorectomy left). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, migraine, gait disturbance, dyspareunia, alopecia, cystitis, vaginal haemorrhage, vaginal discharge, tooth disorder, visual impairment, eye disorder, dermatitis allergic, fatigue, back pain, pain in extremity, weight increased, urinary tract infection, bipolar disorder and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, alopecia, back pain, bipolar disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, eye disorder, fatigue, gait disturbance, genital haemorrhage, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, salpingitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Insertion details, specify- two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant . Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding pregnancies: miscarriage ¿ 2014 and the other case is captured in the case number #(B)(4). Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in date of removal and device removal tab. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Computerised tomogram abdomen: on (B)(6) 2010: large cystic and solid mass lesion presumably of ovarian origin as detailed above. Hysterosalpingogram: in (B)(6) 2011: unilateral occlusion (right tube occluded); on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no spillage into the peritoneal cavity is demonstrated; in 2012: unilateral occlusion (right tube occluded). Pathology test: on (B)(6) 2010: left ovary and fallopian tube, salpingo-oophorectomy: mucinous borderline tumor, intestinal type. Tumor confined to the ovary with no surface involvement. No invasive carcinoma identified. Acute and chronic salpingitis. Ultrasound scan vagina: on (B)(6) 2013: complex lesions in the right ovary may represent hemorrhagic cysts. 6 week follow-up is suggested. Lot number: 787009; manufacturing date: 2010-09; expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2021: mr received-new reporter, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: possible/due to pregnancies'), pelvic pain ('pain: chronic pain/right lower pelvic pain') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included parity (B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2007, (B)(6) 2010, multi gravida, chest pain, diarrhea, bloating, right lower quadrant pain, abdominal pain and ovarian neoplasm. Concomitant products included oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding, excessive bleeding"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches passing out"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/heavy cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced cystitis ("infection (other) describe: bladder / infection (bladder/urinary tract/vaginal) - type:") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder uti"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies: (stillbirth or miscarriage)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gait disturbance ("limping on right leg"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems - type:"), eye disorder ("vision/eye problems - type:"), dermatitis allergic ("rashes or skin conditions - type:"), fatigue ("fatigue"), back pain ("back pain"), pain in extremity ("legs pain") and abdominal distension ("bloated"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, migraine, gait disturbance, dyspareunia, alopecia, cystitis, vaginal haemorrhage, vaginal discharge, tooth disorder, visual impairment, eye disorder, dermatitis allergic, fatigue, back pain, pain in extremity, weight increased, urinary tract infection, bipolar disorder and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, alopecia, back pain, bipolar disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, eye disorder, fatigue, gait disturbance, genital haemorrhage, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Insertion details, specify- two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant . Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding pregnancies: miscarriage ¿ 2014 and the other case is captured in the case number # (B)(4) discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in date of removal and device removal tab diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded); on (B)(6)2012: total bilateral occlusion; on (B)(6) 2012: no spillage into the peritoneal cavity is demonstrated; in 2012: unilateral occlusion (right tube occluded). Lot number: 787009 manufacturing date: 2010-09 expiration date: 2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: no new information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: possible/due to pregnancies'), pelvic pain ('pain: chronic pain') and abortion spontaneous ('pregnancies: with complication') in a 32-year-old female patient who had essure (batch no: 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included parity (on (B)(6) 1995, on (B)(6) 1998, on (B)(6) 2002, on (B)(6) 2007, on (B)(6) 2010), multi gravida, chest pain, diarrhea, bloating, right lower quadrant pain and abdominal pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding, excessive bleeding"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies: with complication"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), gait disturbance ("limping on right leg"), cystitis ("infection (other) describe: bladder / infection (bladder/urinary tract/vaginal) type: "), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems type:"), eye disorder ("vision/eye problems type:"), dermatitis allergic ("rashes or skin conditions - type:"), fatigue ("fatigue"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (date of removal surgery or date scheduled: on (B)(6) 2010). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, gait disturbance, dyspareunia, alopecia, cystitis, vaginal haemorrhage, vaginal discharge, tooth disorder, visual impairment, eye disorder, dermatitis allergic, fatigue, back pain and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, back pain, cystitis, dermatitis allergic, device dislocation, dyspareunia, eye disorder, fatigue, gait disturbance, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: insertion details, specify two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Date of removal surgery or date scheduled: on (B)(6) 2010 (as reported) is same as of date of essure implant . Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Pregnancies: miscarriage: 2014 and the other case is captured in the case number#: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: unilateral occlusion (right tube occluded); on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no spillage into the peritoneal cavity is demonstrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet and medical records received. Events added from pfs abnormal bleeding (vaginal), vaginal discharge, dental problems, vision/eye problems type:, rashes or skin conditions type:, fatigue, back pain, legs pain. Onset date of event pelvic pain, menorrhagia, dyspareunia were updated. Reporter information, medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: possible/due to pregnancies'), pelvic pain ('pain: chronic pain/right lower pelvic pain') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included parity (B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2007, (B)(6) 2010), multi gravida, chest pain, diarrhea, bloating, right lower quadrant pain, abdominal pain and ovarian neoplasm. Concomitant products included oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding, excessive bleeding"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches passing out"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced cystitis ("infection (other) describe: bladder / infection (bladder/urinary tract/vaginal) - type:") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder uti"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies: (stillbirth or miscarriage)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gait disturbance ("limping on right leg"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems - type:"), eye disorder ("vision/eye problems - type:"), dermatitis allergic ("rashes or skin conditions - type:"), fatigue ("fatigue"), back pain ("back pain"), pain in extremity ("legs pain") and abdominal distension ("bloated"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010). At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, gait disturbance, dyspareunia, alopecia, cystitis, vaginal haemorrhage, vaginal discharge, tooth disorder, visual impairment, eye disorder, dermatitis allergic, fatigue, back pain, pain in extremity, weight increased, urinary tract infection, bipolar disorder and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, alopecia, back pain, bipolar disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, eye disorder, fatigue, gait disturbance, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Insertion details, specify- two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant . Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding pregnancies: miscarriage ¿ 2014 and the other case is captured in the case number # (B)(4) discrepancy noted in date of insertion (B)(6) 2010. Discrepancy noted in date of removal and device removal tab. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded); on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no spillage into the peritoneal cavity is demonstrated; in 2012: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 27-oct-2020: pfs received event " infection (bladder/ urinary tract/vaginal) type: bladder uti, psychological or psychiatric problems condition: bipolar disorder, bloated" were added. Patient address was updated. Concomitant drugs was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: possible/due to pregnancies'), pelvic pain ('pain: chronic pain/right lower pelvic pain') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancies: with complication/unilateral occlusion (right tube occluded) " in 2014. The patient's medical history included parity (B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2007, (B)(6) 2010), multi gravida, chest pain, diarrhea, bloating, right lower quadrant pain, abdominal pain and ovarian neoplasm. Concomitant products included oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding, excessive bleeding"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches passing out"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced cystitis ("infection (other) describe: bladder / infection (bladder/urinary tract/vaginal) - type:") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder uti"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies: (stillbirth or miscarriage)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gait disturbance ("limping on right leg"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems - type:"), eye disorder ("vision/eye problems - type:"), dermatitis allergic ("rashes or skin conditions - type:"), fatigue ("fatigue"), back pain ("back pain"), pain in extremity ("legs pain") and abdominal distension ("bloated"). The patient was treated with surgery (date of removal surgery or date scheduled: (B)(6) 2010). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, gait disturbance, dyspareunia, alopecia, cystitis, vaginal haemorrhage, vaginal discharge, tooth disorder, visual impairment, eye disorder, dermatitis allergic, fatigue, back pain, pain in extremity, weight increased, urinary tract infection, bipolar disorder and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, alopecia, back pain, bipolar disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, eye disorder, fatigue, gait disturbance, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Insertion details, specify- two ostia were identified bilaterally. However, because of a prior left salpingectomy, the procedure was performed only on the right side. The essure device was inserted without difficulty, leaving 5 trailing coils. Date of removal surgery or date scheduled: (B)(6) 2010 (as reported) is same as of date of essure implant . Plaintiff received treatment for chronic pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding pregnancies: miscarriage ¿ 2014 and the other case is captured in the case number # (B)(4) discrepancy noted in date of insertion (B)(6) 2010. Discrepancy noted in date of removal and device removal tab. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded); on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no spillage into the peritoneal cavity is demonstrated; in 2012: unilateral occlusion (right tube occluded). Lot number: 787009 manufacturing date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.